Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s treatment. Prior to discovery of the fluid leak, multiple alarms had occurred. The contact stated there was a ¿solution bag (sb) lines are blocked¿ alarm during drain 6 of 6. In addition, there were several ¿m31 air detected in cassette¿ alarms (during unknown phase). After failing to bypass the alarms with assistance from ts, the treatment was cancelled. The contact told ts that fluid was found on the floor, however, the source of the leak was initially unknown. When the cycler set was removed from the cycler, the presence of moisture was found in the cassette compartment. Although no visible pinholes or tears were found on the cassette film, the contact stated the film looked ¿deflated¿. The ts representative advised the contact to discontinue use of the cycler and a replacement cycler was ordered for the patient. The patient did not complete their treatment. However, it was confirmed that no symptoms were developed due to the incomplete treatment. The patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. At the time of follow up, the patient had received their replacement cycler and was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded. The contact was unable to provide a lot number for the cycler set.